Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was attempted to be used in the pancreaticobiliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2025. During the procedure, the tome did not bow, and the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another hydratome rx 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.